Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced postprandial hyperglycemia lasting approximately 60¿90 minutes after lunch, with blood glucose in the 200 mg/dl range before trending down to 145 mg/dl, and the ilet delivered approximately 0.4 units less insulin at the time of meal announcement compared to the prior day. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, and no alarms. Investigation included review of device-reported insulin dosing and user report, along with troubleshooting and education on meal adaptation and correction timing. Investigation of this case revealed no device malfunction and indicated expected algorithmic meal adaptation and delayed correction effect as likely contributors to the transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with no device problem identified and that user education was appropriate.